Event description:
Scanner was serviced by a ge fse (field service engineer) due to ongoing resolution problems. Following service by the ge fse, the scanner was released for patient use. Radiology's physicist was following up on the resolution issue the following day. It was determined that hi-resolution, asir (adaptive statistical iterative reconstruction), and gemstone spectral imaging (all of the special software features offered by that platform) were not available for use. Radiology engineering shop was called to look at the machine. The hospital engineer called the ge fse, who realized that the tube certification had not been completed, which took the high level functions out of service.